Manufacturer narrative:
Product complaint # : (B)(4). Upon further review, the previously reported event was determined to have been reported in error. Further information will no longer be reported under (B)(4).

Event description:
It was reported that surgeon was having issues with the software during a case. The ellipse orientation moves during adjustments made.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: contents of email sent from surgeon: I screen-recorded the issues we were having yesterday (B)(6) 2024] during a case. I have attached the video to this email. I trimmed the video to include only the cup positioning. If you need the whole video, just let me know and I will send it to you via dropbox. [After reviewing the video, this is the same issue observed previously with the device check workflow step where the ellipse orientation moves during adjustments made in step 9.] After receipt of this email, surgeon was advised to use the mir website. Investigation: review of the provided video (re: product complaint follow-up (B)(4) #1) confirms the reported complaint condition. The investigation performed by r&d team determined that the event was related to a software defect where the ellipse appears to become relative to the horizontal of the image instead of the neutral axis that was defined in a previous workflow step. The software was repaired in v1.0.0.4, deployed on 7 june 2024. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: a manufacturing records evaluation (mre) is not applicable for software. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.